Event description:
Reporter alleged blood glucose monitoring device results changed three times with the same test strip in the meter. Reporter stated the first test was 64 mg/dl and then it changed to 91 mg/dl and then to 146 mg/dl. Reporter indicated not retesting or treating based on the device results. Reporter stated using controls but no longer has them now and did not provide whether they were in range at the time. A request was made for the return of the suspect device and replacement product was sent.